Event description:
It was reported that during a supply change at the fill tubing step, the on-screen ¿press and hold¿ control was disabled, preventing completion of the procedure and use of the pump for insulin delivery. Symptoms included impacted glucose management due to interruption of insulin therapy. Outcomes included the need to transition to subcutaneous insulin via pen and loss of intended device therapy until resolution. Investigation included request for device return, review of provided photo, assessment of device use steps, and planning for functional evaluation contingent on receipt. Investigation of this case revealed that the device could not be operated past the fill step and that data would not transfer to a replacement device, necessitating full setup if replaced. It was concluded that the pump should be replaced and that the user shut down the device to avoid further alerts while continuing cgm use through the paired app or receiver. Failure investigation revealed no fault found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.